Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: shaft separation requiring medical intervention. Device issue: shaft separation. It was reported that the procedure was to treat a lesion in the left popliteal artery using a contralateral approach. A guiding catheter was not used. During the crossing attempt the guide wire kept prolapsing and as the voyager was being pulled back the balloon separated in the left illiac. A snare device was used to successfully retrieve the separated balloon from the pt. There were no pt effects reported. No additional event or pt information is available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including pt information and pt status from the hospital, field contact or distributor. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood visible in the hub. There was no contrast visible. The hypotube and jacket material were separated 95.3 cm distal to the strain relief tubing. The distal portion of the separation was not returned. There were bends in the hypotube 36 cm, and 70 cm distal to the strain relief tubing. The fracture faces were ovaled as if kinked prior to separation. There was no other damage noted to the balloon catheter. The 2/3 profile could not be measured because the distal portion of the separation was not returned. Product performance engineering reviewed the incident information and the returned device analysis. It was reported that during a procedure to treat a lesion in the popliteal artery, the balloon of the catheter separated in the pt. Though it was reported that the distal portion was snared and removed form the pt anatomy, it was not returned to abbott vascular for analysis. Analysis of the returned portion noted bends in the hypotube, and the fracture face of the separation appeared ovaled as if kinked prior to separation. The incident details indicate that there was no guide catheter used in the procedure, and that the guide wire prolapsed several times when being advanced to the lesion. This indicates that there may not have been sufficient support for the voyager as it was being advanced, which could have contributed to the difficulties crossing the lesion. Since the balloon and tip of the catheter were not returned for analysis, a root cause for the failure to cross the lesion cannot be confirmed. Insufficient support can lead to kink damage during product manipulation within the pt anatomy. If the voyager had been advanced over a prolapsed or bent portion of the guide wire, it is possible that it too may have bent or kinked. Then, as the catheter was being retracted, if the tip or balloon had gotten stuck on the anatomy or guide wire and tension was applied to the kinked region, the catheter could have separated. Based on the incident information and returned device analysis, the root cause of the catheter separation and bends in the shaft appears to be related to the circumstances of the procedure. The incident details indicate that the device was used to treat the popliteal artery. The product IFU states: "the voyager rx coronary dilatation catheter is indicated for: a) balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis for the purpose of improving myocardial perfusion. B) balloon dilatation of a coronary artery occlusion for the purpose of restoring coronary flow in pts with st-segment elevation myocardial infraction. Balloon dilatation of a stent after implantation." In this incident, the use in the popliteal artery may have contributed to the difficulties by not allowing the use of a supporting guide catheter, though this could not be confirmed. Product performance engineering will monitor the incident circumstances. All catheters are 100% visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity. This MDR is considered closed by the product performance group.